Event description:
Additional information received from the manufacturing representative (rep) that had initially reported the explant reported that they had no knowledge about any infection for this patient.

Manufacturer narrative:
Concomitant products: product ID 3987a60, lot # n137842, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3987a60, lot # n137842, implanted: (B)(6) 2009, product type lead; product ID 3987a60, lot # n137842, implanted: (B)(6) 2009, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a lead that broke and was fractured. The specific location was unknown. A revision was planned for (B)(6) 2014. It was unknown if diagnostic testing or troubleshooting was performed. It was later reported that the patient had a revision of the system. There was temporary efficiency of the system, but that stopped gradually over the last two of months. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the leads (l/n n137842 and n137842), found no significant anomaly. The lead bodies were cut through and the products segmented. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found insignificant anomalies.

Event description:
Additional information received from the manufacturer representative reported that the system was removed due to a suspected infection. This was only suspected and it was unknown if there actually was an infection. The manufacturer representative heard that maybe the device was removed due to infection. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.